Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study updated the etiology of the event to related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance noticed and the patient had a fall. The patient was reprogrammed on (B)(6) 2019. Diagnostics discovered the patient had a fall forward with a head injury, no emergency room or urgent care visit was noted. The patient had dragging gait, soft speech, and pain to the rib cage. Imaging was done. It was noted that this was possibly related to the device or therapy, however, unrelated to the implant procedure. More information was given regarding the patient's event. The patient fell on (B)(6) 2019, hitting their forehead and chest, they had pain to the area behind the ins site, they were coughing with oral intake, dragging right foot, loss of gait coordination. It was also reported the ins was exhibiting battery depletion, as well as high impedance to ltsn electrode 0. The subject reported a loss of therapeutic effect, however, unclear based on the incident. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the battery depletion was normal. No additional interventions were reported.

Manufacturer narrative:
Event date corrected. Device info updated as the clinical study site reported the incorrect serial number. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The patient had a fall (B)(6) 2019 in which they hit their forehead and chest. They were now experiencing pain to the area behind the ins implant site, coughing with oral intake, dragging of right foot, and loss of gait coordination. The ins was exhibiting battery depletion as well as high impedance to the left subthalamic nucleus (stn) electrode 0. The patient had a loss of therapeutic effect since the fall. The hcp thought the fall was possibly caused by the battery depletion leading to a loss of therapeutic effect, but it was unclear based on the subject's account of the incident. The event was possibly related to device/therapy and not related to procedure. Interventions included reprogramming on (B)(6) 2019, but the event was ongoing and resulted in unscheduled clinic/office visit. Diagnostics included patient report, but there was not ER or urgent care visit. Additional diagnostics included examination which also found head injury, soft speech, dragging gait, and pain to rib cage, and imaging which was negative for acute fracture. No further patient complications were reported related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the event was resolved without sequelae as of (b)((6)2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the high impedance was not determined, and the event was confirmed to be ongoing as of (B)(6) 2019.